Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. He was hospitalized on (B)(6) 2015, for back surgery. Customer was in a bad car accident. He was the driver, but the accident was not diabetes or insulin pump related. At the time of the accident, his back had totally collapsed. Upon admission to the hospital on (B)(6) 2015, the customer was taken off of the insulin pump, because the doctors determined it was easier for them to control the customer's diabetes while he was in the hospital. The cause of death was ards, sepsis and severe infection. The customer had kidney failure because of the infection, had heart disease, and had a heart attack the year before. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller didn't know how long the insulin pump was disconnected before passing. The customer was not using sensors. The caller doesn't know where the insulin pump is.